Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right common femoral artery using another manufacturer's 6f 45cm introducer sheath. The 99% stenosed, 100mm in length target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery (ata). Another manufacturer's 0.014" 175cm guide wire was advanced and crossed the lesion. A 2x20mm non-bsc balloon catheter was used for pre-dilation resulting in 75% residual stenosis. A 2.50mm/1.5cm/140cm pcb .014 flextome mr cutting balloon catheter was then selected and two inflations were made before the balloon leaked on the third inflation at 6 atms. The device was removed from the patient intact. This 2.5mm x 20mm x 144cm sterling es balloon catheter was then selected and inflated to 8 atms. On the second inflation, the balloon ruptured at 10 atms after being inflated for approximately 20 seconds. The device was removed from the patient intact. The procedure was completed with a 2.5x40mm sterling es balloon catheter to 3 atms. No patient complications were reported and the patient's status is good.